Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated peripheral right-sided essure device which now resides in the mid right fallopian tube.') In a 29-year-old female patient who had essure (batch no. 626901) inserted for female sterilisation. The patient's medical history included adhesion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left salpingectomy and right distal salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy noted as per pif date of removal is 18may2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: 1. Submucosal filling defects in the region of the fundus and right uterine body. Rule out polyp versus leiomyoma. 2. Findings compatible with left fallopian tube occlusion. 3. Question migrated peripheral right-sided essure device which now resides in the mid right fallopian tube. On the last timed image, there is faint opacification seen distal to the device suggesting flow around the occlusion device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. On 28-jan-2020: pif received : rcc updated and reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migrated peripheral right-sided essure device which now resides in the mid right fallopian tube.') In a (B)(6) year-old female patient who had essure (batch no. 626901) inserted for female sterilisation. The patient's medical history included adhesion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left salpingectomy and right distal salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: submucosal filling defects in the region of the fundus and right uterine body. Rule out polyp versus leiomyoma. Findings compatible with left fallopian tube occlusion. Question migrated peripheral right-sided essure device which now resides in the mid right fallopian tube. On the last timed image, there is faint opacification seen distal to the device suggesting flow around the occlusion device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.